Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device log showed messages of the customer report followed by a device soft reset. No furtehr occurrences were seen in the log following the reset. The device passed bench handling, power cycling, and full defib/pacer functionality testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device failed self test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.